Event description:
Customer reported tubing separated from the burette during an infusion. No pt harm reported and no medical intervention was required. The user provided no additional event info.

Manufacturer narrative:
(B)(4). Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for eval.